Event description:
Information was received from the multiple sources (distributor, health care provider) via a manufacturer representative regarding a device used for spinal fixation surgery. Levels implanted were l3-l4. It was reported that while examining the crosslink x10, the doctor attempted to tighten the set screw to secure it. However, during the surgery, the set screw broke. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis # (B)(4), product# 8115545, lot# 1005687w visual and microscopic review confirms that the tip on the break off screws was fractured. A microscopic review of the fracture face reveals that the fracture is consistent with overload with a bending moment introduced as the screw head pushed against the rod. If the screw is driven deeper using the inner hex after the break-off portion of the screw head has come off, there is a chance to overload the tip of the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.